Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Upon interrogation on the bench, the device was detected in hwvvi. The device reverted into hwvvi during charging to high voltage for a cardioversion therapy. The device was removed from hwvvi, and it performed normally on bench testing. The cause of the hwvvi was undetermined.